Event description:
It was reported that the IV tubing on the patient appeared to be cut or severed. It is unknown what the pump settings were, what changes were made or if any and what alarms may have occurred to indicate that the pump was not running. Reporter indicated that they would "need to know" these. Per reporter that facility will perform testing on the pump. No adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is user interface; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.